Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the system logs was performed. The logs indicate that the vessel sealing extend (vse) instrument was installed once and passed the homing procedure once. A quantity of 50 "cut complete" events was noted, with no errors. The e100 generator logs show a quantity of 50 "seal" events with no errors. No errors were observed in the logs. The instrument was used for approximately 16 minutes. The logs do not provide any information explaining the reason behind the customer's complaint.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon used a vessel sealer extend (vse) instrument and bleeding was observed along the entire stomach lining. As a result, the patient required a return to surgery for a washout procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.